Event description:
It was reported that the pt was diagnosed with spondylolisthesis and displacement of cervical intervertebral disc without myelopathy. In 2007, the pt underwent an anterior cervical fusion at c4-c6 with exicision of the intervertebral disc and decompression of the left c4-c5. At the c5-c6 level, a peek cage was selected, packed with allograft bone and soaked with rhbmp-2. At the c4-c5 level, the peek cage was packed with allograft bone and covered with rhbmp-2. She was discharged in the next day. A few days post-op, the pt began experiencing difficultly swallowing, which gradually worsened. Approximately one month later, the pt presented to the hospital with dysphagia, and was diagnosed with an anterior cervical mass. She underwent a surgical procedure to remove the mass. The surgeon noted thickened scar tissue with partial ossification on the right-hand side. There was a thick prevertebral soft tissue layer covering the plate that appeared to be partially ossified. Pathology testing performed at the hospital found non-viable cancellous bone and dense fibrous connective tissue in the specimen. Reportedly, the pt continues to have ossified masses in her neck, which are causing difficult and painful swallowing.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.